Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
Additional information received reported the cause of the event was not determined however it was device related. There was not greater than 50% symptom reduction. The loss of therapeutic effect and loss of stimulation were sudden. No trouble shooting was performed however the last reprogramming session was (B)(6) 2015. As of (B)(6) 2015, the patient had not yet recovered as their symptoms were ongoing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the implantable neurostimulator (ins) had shifted in 2015, the lead wire on their back was popping out and (B)(6). The patient stated that it seemed like the battery in their body had shifted over farther away from the scar, since the last year and the doctor told them not to worry about it.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had to make the reprogramming appointment with the manufacturer representative because their stimulation had changed and instead of feeling stimulation where they needed it they felt stimulation in the gut area. They reprogramed the patient stimulation as the patient was being felt in the gut. Sometimes the stimulation shut off on the right leg or the left leg. It was reported that when the patient had their stimulation reprogrammed it worked fine for a few months and then the stimulation seemed to move. They felt the stimulation again in their gut and had to have another reprogramming appointment. There was stimulation in the wrong location. It was reported that when the patient went to the appointment with the pain healthcare provider (hcp) the patient told the hcp that they were having very sharp pain in the right hip. The hcp told the patient that the pain they were having was not due to the implantable neurostimulator (ins) but due to a muscle. The hcp told the patient to take more muscle relaxing medication. In regards to the pain in the hip area, the pain actually started at the point in the spine where the leads were. When the pain started, it was at the implanted lead site where the lead was anchored alongside the spine area. The pain started up in the lead area by the spine and shot pain to the ins implant site. The patient felt like 'electric pain' that shot to the right hip ins implant site. They had no falls or traumas and the pain was there when they had stimulation on or off. The same pain they described but when they were describing it to the hcp they did not tell the hcp that the pain started at the lead site because the hcp didn't seem to care about it anyway. The hcp sent the patient to have a dye study and while they were having the study they told the patient the dye stopped at the lead site. They thought maybe they had bulging discs in that area where the leads were or that there may be some other sort of obstruction. Eventually the dye passed that area but they were not sure what the cause was to stop the dye. The patient had multiple bulging disc issues that began prior to implant and that was one of the reasons for the ins implant. The patient was in a very bad accident prior to implant which started all of the back issues. It was also reported that the programmer showed a picture of the healthcare provider (hcp) and a code but they did not know what code it was. It was not power on reset (por) but could have been elective replacement indicator (eri). The patient's current implantable neurostimulator (ins) had only been implanted for about 2-3 years. The patient noted they were told to how long the ins could last. Sometimes they wanted to charge the ins until it was really low. The patient had scheduled an appointment with the hcp because they were going to do the pump trial to see if that helped with the back pain.

Event description:
It was reported that the patient¿s stomach and intestines were shutting down and not working due to narcotic use. The patient also had severe acid reflux. The patient took oxycodone, percocet, and had a morphine patch. The patient¿s doctor thought that these issues were related to narcotic use and not their stimulator. The patient had pain and severe nerve damage from an accident prior to the stimulation system implant and their pain kept getting worse and worse as they got older. The patient noted that sometimes they would cry in pain. The patient noted that their stimulator worked great for the first couple of years of implant. At the time of the report the stimulation was only intermittently helping. Sometimes they would get 0-20% relief and sometimes they would get no relief. When it was cold outside the stimulator did nothing for them. 50% pain relief was not good enough for the patient. The patient could feel burning in their spine even with the stimulation on. The patient noted that their spine kept changing and they had several hernias in their spine. The patient noted that they had to sleep on a hard floor. Over time the patient¿s stimulation had stopped working as good as it used to. The patient noted that the stimulation stopped working about 5 months prior to the report. They had had many adjustments. When they would get the stimulation adjusted it would work for a few days and then change. The stimulation was being felt in the patient¿s gut and groin. The stimulator was turned up all the way but was not keeping up with their pain. The patient was tripping because they could not feel their legs. The patient would shake when they stood up. Starting 2 to 3 months prior to the report the patient could feel the lead ¿budging¿ and pushing out. They had not had their lead checked by their doctor. The patient noted that they were charging constantly. When they would turn on their stimulation it would vibrate their stomach which made their stomach work again. The patient wanted to know if leads could be added to their system. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.